Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using the bd micro-fine¿+ pen needles 32g x 4mm (14 count) the drug could not flow out. The following information was provided by the initial reporter, translated from chinese to english: the patient used the needle to inject insulin glargine injection, but complained that the drug could not flow out, contacted the pharmacy staff, and the pharmacy staff found that the insulin needle was not placed vertically on the insulin pen, the needle was distorted, and the new needle was replaced, which could be used smoothly.

Event description:
It was reported while using the bd micro-fine¿+ pen needles 32g x 4mm (14 count) the drug could not flow out. The following information was provided by the initial reporter, translated from chinese to english: the patient used the needle to inject insulin glargine injection, but complained that the drug could not flow out, contacted the pharmacy staff, and the pharmacy staff found that the insulin needle was not placed vertically on the insulin pen, the needle was distorted, and the new needle was replaced, which could be used smoothly.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.